Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and alleged that the pump switched to default date and time after a battery change. The reporter indicated that the pump's date/time had returned to the factory settings since the pump was received. Due the alleged issue, the reporter claimed that the basal rates for day and night were flipped. She also claimed that because of the alleged issue, the patient had blood glucose (bg) levels in the "360, 370, and 380 mg/dl" range for 2-3 days. She also indicated that the patient had ketones and the need to go to the bathroom. After correcting the pump's date/time, the patient's bg levels reportedly returned back to normal. The reporter did not report the need to seek or receive medical intervention during the time of concern. The alleged issue was unresolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with symptoms that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to use-error considering the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. At this time, it is unknown what actions the patient took in response to the alleged issue and before her bg levels became elevated.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box confirms that the pump returned to default time and date after power on reset. After 24 hours the battery was removed and the pump was left without power for 1 hour. When the battery was reinserted the pump time and date reset to the default settings. The pump was opened and the internal battery (bt1) was found to be leaking. A 29 hour flow accuracy test was done and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Unrelated to the complaint, the keypad symbols were found to be worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.